Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre reader did not power on with button or upon test strip insertion. The customer was not feeling well and his wife obtained a sensor reading of 44 mg/dl using the freestyle librelink application and called for paramedics. Upon their arrival, the customer was treated with glucose for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated. Reader did not turn on with button, strip, or universal serial bus (usb) cable insertion. Connected reader to computer and software was unable to identify the reader. The reader was further investigated and de-cased. Battery voltage measured to be 0 volts, indicating low voltage. Observed reader did not turn on when pressure was applied to the central processing unit (cpu). Replaced returned battery with retain battery and attempted to turn on the reader. Observed reader turned on with retain battery and was charging, indicating a low voltage battery. An extended investigation has also been performed and it was determined that the battery was defective. The returned battery was placed in a known good reader, the battery did not charge. A known-good battery was placed in the returned reader, and reader charged correctly. The built-in self-test was performed on the returned reader and all tests passed. The DHR (device history review) of the returned reader was reviewed; no issues were observed. Therefore, it was determined this issue is confirmed due to a defective battery.this also serves as a correction report. D4 - model no was incorrectly documented in the previous MDR initial report. D4 has been updated.

Event description:
A customer reported that the adc freestyle libre reader did not power on with button or upon test strip insertion. The customer was not feeling well and his wife obtained a sensor reading of 44 mg/dl using the freestyle librelink application and called for paramedics. Upon their arrival, the customer was treated with glucose for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.